Event description:
Customer reported damage to the pump housing specifically around the usb port, affecting the ability to charge the pump. There was no reported adverse impact to the customer¿s blood glucose level. The pump had not shut down due to this issue. A supplier's report was provided as the pump was out of warranty.